Manufacturer narrative:
Device evaluation: the zfv6-125-6-14.0 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This complaint was raised from the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following potential adverse event: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause for the restenosis could be attributed to patient pre-existing conditions or a known potential adverse event. From the study it is known that the patient had pre-existing hypercholesterolemia, hypertension and was a current smoker which are considered risk factors for restenosis. Also, as previously noted ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation. According to the initial reporter, the stent was placed on the (B)(6) 2024 to treat a total occlusion of the superficial femoral artery. On the (B)(6) 2024 the patient presented with restenosis of the superficial femoral artery requiring surgical intervention.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-mar-25.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2024 date of procedure. Left leg. 2 study devices implanted for 1 lesion in superficial femoral. De novo lesion. Total occlusion. Reference vessel diameter 5-5.9mm. Pre, peri and post procedure antiplatelet/anticoagulant taken. No adverse events related to procedure. (B)(6) 2024. Re stenosis sfa left. Vascular event, restenosis requiring intervention. Endovascular/percutaneous treatment. Led to hospitalisation or prolongation of patient hospitalisation. (B)(4). Cook introducer sheath not used. Cook catheter not used. Cook guidewire not used. Advant 18 guidewire used. (B)(4). Pre-dilation performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. This file will capture the re-stenosis sfa left.